Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine and the right atrial lead exhibited noise. On (B)(6) 2017 the lead was successfully explanted and replaced. The patient was in a good condition post surgery.